Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the physician had difficulty introducing the stylet completely into the lead. The lead was attempted but not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis information: the lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.